Manufacturer narrative:
The investigation of positioning issues has been completed. The complaint device was visually inspected. Three cannula kinks near outlet, inlet and in the bending area observed. Biomaterial around impella and purge gap was observed. The cause of the positioning issue was use related since pump pulled out while attempted to reposition occurred cannula kinks and was unable to reposition.

Event description:
The complainant reported that the patient underwent coronary artery bypass graft with impella cp support. Impella cp was in surgical mode during the procedure. Decoupling of waveforms was noted coming off of the surgical mode. Repositioning was attempted under transesophageal echocardiography guidance with no success. The impella cp was kinked and was unable to be repositioned. Therefore, the impella cp was exchanged for a new one. There was no patient harm noted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.